Event description:
It was reported that the patient was experiencing a shocking or jolting sensation when she increased the amplitude on her program from 2.2v to 2.3v on program #1. The patient reported that she did not fall or experience any trauma, has not had any medical tests or procedure, nor has she participated in any new activities. She felt the shocking at ins site and down her right side, down to right calf. When the she decreased the voltage back to 2.2v, she did not experience the shocking anymore. The patient also reported a loss of therapeutic effect starting 3-4 weeks ago at the end of april 2012. The patient switched their program to group #2, with voltage set to 1.4v and reported that it was comfortable and that they felt stim in pelvic area. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v864450 serial#, implanted: 2012 (B)(6), explanted: product type lead product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).